Event description:
Olympus received a medwatch report, which stated: "a colonoscopy procedure was performed by the physician in the ICU setting. Patient noted to have diverticular bleed at 55 cm in the transverse colon. Three resolution clips were placed on the bleeding diverticuli. The assisting nurse noted it was difficult to put down the biopsy channel on the second clip. On the third clip, a small black fragment came out of the scope at the insertion point. The procedure was completed without incident and the small back fragment was retrieved through the scope. The nurse was able to do pre-cleaning at bedside and collected the fragment. The item was sequestered and (B)(4) was notified.

Manufacturer narrative:
Olympus followed-up with the user facility via phone and in writing to obtain additional information regarding this report with no success. The device referenced in this report was not returned to olympus for evaluation. The exact cause of the user's report could not be conclusively determined.